Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to latch and latch wire harness issue. A field service engineer replaced the latch and latch wire harness to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a remote manager failure. The customer stated that the remote manager was failing to open, and the malfunction occurred when the user was trying to issue the medication to the patient. There was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.